Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a sponge. The customer reports that the gauze linted in the patient's wound during a face lift procedure.

Manufacturer narrative:
The device was evaluated by the quality engineering team. Received 1 sample(s), part number 8229970. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] and tape on the main tube which is consistent with intubation. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), multimeter. The reported event may occur if the impedance of the circuits were out of specification or short circuited. There were no signs of physical damage or anomalies in the construction of the device. The resistance of the electrodes from end to end was within specification. There were no open circuits and no out of specification condition. There were no shorts between circuits and no intermittent behavior while manipulating the tube and wires. When viewed under magnification, there were no cracks in the electrode contacts. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a likely cause. Method: actual device evaluated; interoperability evaluation; electrical evaluation; microscopic inspection. Results: no failure detected; conclusion: operational context caused or contributed to event.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.